Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received clarified before undergoing surgical intervention the patient experienced high impedances.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation. System diagnostics revealed impedance issue on the lead. Subsequently, the patient underwent surgical intervention on (B)(6) 2016 where in the physician unplugged the lead from the ipg and reinserted it back which resolved the issue. None of the products was explanted during the procedure. Reportedly, effective therapy was restored postoperatively.